Manufacturer narrative:
E1 reporter phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had an alarm, and the device would not enter the standby interface, preventing monitoring of the leakage parameters. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer stated that the device was reported for repair immediately. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), it was stated that the air sensor was replaced, and the device returned to normal operation. It was confirmed that there were no injuries as a result of the device issue. It was confirmed that the device was returned to use.